Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and found heavy deposits of dried saline on the probe wipe and some on the wbc bath which likely indicate an overflow during rinse. The fse did not observe any overflow or active leak but proceeded to remove and clean the probe wipe and replace the waste peristaltic tubing to resolve any possible bath overflow condition. The fse cycled the instrument without any observation of leaks. Failure mode can be attributed to the probe wipe and waste peristaltic tubing. Results: probe wipe. (B)(4).

Event description:
The customer reported blue fluid leak of about 2 ml from under the front of the coulter ac*t diff analyzer. The customer stated that fluid leaked onto the countertop and noticed the leak coming from one of the fittings under the wbc (white blood cell) bath when the front cover was opened. The customer was wearing personal protective equipment consisting of gloves, a laboratory and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer stopped using the instrument and requested for service.